Event description:
Caller alleged discrepant low inratio inr result in comparison to the lab inr result. On (B)(6) 2014, the pt tested on the inratio and received a 4.0 inr. The pt's therapeutic range was 2.0-3.0. The following day (B)(6) 2014, the lab inr was 8.0 and the pt was administered vitamin k. On (B)(6) 2014, the lab inr was 4.97. There was no additional info provided.

Manufacturer narrative:
Investigation pending.